Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that eight months post overlapping stent placement in a distal sfa/proximal popliteal artery occlusion, follow-up angiography demonstrated the vascular stent to be fractured in three locations. No additional treatment was required and no in-stent restenosis was detected. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. A document containing additional event information and a digital photo of an x-ray image was provided for evaluation. Based on the photo, the reported stent fracture in the sfa can be confirmed. The stent had been placed in overlap. Potential contributing factors to the event reported have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy as well as a challenging placement site may contribute to the reported event. In this case, the stent was placed in the region of distal sfa to proximal popliteal artery in overlap with another stent. The lesion had not been pre-dilated. An irregular stent placement may be a contributing factor to the reported stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. Reportedly, there were no issues during initial stent placement. On the basis of the information and images available, a definite root cause for the event reported could not be determined. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Also the IFU sufficiently describes the stent deployment procedure. Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the images provided, it could be confirmed that two stents (size 6 x 150 and 6 x 30 mm) were implanted in the left sfa. The 6 x 150 mm stent was placed in the distal sfa and the 6 x 30 mm stent was placed proximal to the 6 x 150 mm stent in an overlap of approximately 20 mm. The evaluation of the images confirmed the reported fracture of the 6 x 150 mm stent. Also an occlusion of the vessel proximal to the 6 x 30 mm stent was identified; however, no relation between the occlusion and the fracture of the 6 x150 mm stent could be determined. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An occlusion of the treated vessel may be caused by various factors. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction and abnormal vessel geometry caused by stent implantation. A difficult vessel anatomy as well as a challenging placement site may contribute to the reported stent fracture. The fractured stent was placed in the region of the distal sfa and proximal popliteal artery in overlapping technique. The lesion had not been pre-dilated. Also an irregular stent placement may be a contributing factor to the reported stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. Reportedly, there were no issues during the initial stent placement. On the basis of the information and images available, a definite root cause for the reported event could not be determined. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Also the IFU sufficiently describes the correct stent deployment procedure. Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended. In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur.

Event description:
It was reported that eight months post placement of two overlapping stents (size 6 x 150 and 6 x 30 mm) for treatment of a distal sfa/proximal popliteal artery occlusion, follow-up angiography demonstrated the 6 x 150 mm stent to be fractured in three pieces. Reportedly, the lesion had not been pre-dilated and no difficulties were experienced during the initial stent placement. Post-dilation was performed. As reported, an occlusion of the sfa was noticed three months after detection of the stent fracture. It was planned to perform a femoro-popliteal bypass for further patient treatment.